Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 580 mg/dl; cause was not known. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.